Event description:
It was reported that a folfusor elastomeric device was observed with particulate matter. The particulate matter was located in the reservoir which was filled with the drug fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot 14h057 was manufactured from august 27, 2014 to august 28, 2014. The device was received for evaluation. Visual inspection (via the naked eye) as well as microscopic inspection were performed and revealed no evidence of particulate matter inside or outside of the reservoir. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.